Manufacturer narrative:
The pump was received with normal operating currents. No unexpected low battery alarm was noted. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a detached end cap. The drive support cap was inspected, and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the side panel on the insulin pump keeps coming off. The customer stated that the insulin pump was dropped. The customer also reports receiving a low battery alarm. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.